Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the device was returned and analyzed. Analysis noted low battery voltage and high system current drain was confirmed and found to be due to a leaky tantalum capacitor.

Event description:
It was reported that the recommended replacement time (rrt) was fulfilled at follow-up although the implantable cardioverter defibrillator (ICD) has been implanted for less than one year. The ICD was explanted and replaced with a new device. No patient complications have been reported as a result of this event.